Event description:
Fmc canada complaint (#0972) received for eval. Stated complaint is "immediately upon start of treatment, blood leak into dialysate. Patient information not available. MDR filed due to blood loss reported (ebl 50cc). Qs not noitified of any adverse effects to the patient or whether medical intervention was required. No sample is available for eval. Center examined actual dialyzer and found "ridge in potting compound". Called center to inquire if sample saved. Complaint dialyzer was not saved due to level of contamination.